Manufacturer narrative:
A lumenis service engineer visited the site five (5) days after the reported event and examined the laser system. The engineer found 15a fuse on main transformer tripped, reset the breaker, but system displayed error #201 "chiller pressure low". The engineer thought that the chiller might be the cause of the reported event and ordered a new one. Next day, the engineer returned and replaced the chiller, performed safety checks; verifying the system is working within manufacturer specifications and is ready for use.a review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. The system was manufactured on 4-aug-2016 and installed at the customers site on 17-jun-2019.a review of subject device product risk file (rd-1124690_af) revealed risk # 2.4.2; "system failure" which has the potential to lead to prolonged procedure -or- ineffective treatment, which may require re-operation. The risk has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within a full risk assessment.in this case, the patient was awakened from anesthesia, the procedure was cancelled, although there was no report of injury associated with this event, lumenis believes that subjecting a patient to another round of anesthesia carries inherent risks, and in an abundance of caution, lumenis is reporting this event.the chiller is expected to be returned to the manufacturer for analysis. Upon receipt and completion of the failure analysis of the chiller, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A user facility reported that during a laser lithotripsy for a bladder stone in which a lumenis pulse 120h laser was being utilized, the system displayed errors 188 & 58. Unable to complete the procedure, the patient was awakened from general anesthesia and the case needed to be rescheduled. No report of patient complications, was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.